Manufacturer narrative:
Additional information: section d4, h4. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and right heart failure, as well as a direct correlation to heartmate ii lvas, serial number vad-9147, could not conclusively be established through this evaluation. The current heartmate ii lvas IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found dead at home on (B)(6) 2017. The patient struggled with right ventricle failure toward the end of his ventricular assist device (vad) therapy. The cause of death is thought to be from ventricular tachycardia (vt).